Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: she need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), right coil tearing uterus resulted in the pain / perforation of fundus by essure device') and fallopian tube perforation ('perforation of fallopian tube/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("right side pain") and complication of device insertion ("the right fallopian tube is patent / failed essure on the right"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: she need for additional surgery discrepancy noted in date(s) of insertion: (B)(6) 2012 discrepant information received regarding essure confirmation test,as per current pfs hsg reported and previously reported that she did not undergo essure confirmation test. Patient need hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Tubal occlusion on the left. 2. Free intraperitoneal spill on the right, compatible with tubal patency.; on (B)(6) 2013: after multiple failed attempts she was told to wait every three months.. Lot number:a20063 manufacturing date:2012/06 expiration date:2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), right coil tearing uterus resulted in the pain / perforation of fundus by essure device') and fallopian tube perforation ('perforation of fallopian tube/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("right side pain") and complication of device insertion ("the right fallopian tube is patent / failed essure on the right"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: she need for additional surgery discrepancy noted in date(s) of insertion: (B)(6) 2012 discrepant information received regarding essure confirmation test,as per current pfs hsg reported and previously reported that she did not undergo essure confirmation test. Patient need hospitalization diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Tubal occlusion on the left. 2. Free intraperitoneal spill on the right, compatible with tubal patency.; on (B)(6) 2013: after multiple failed attempts she was told to wait every three months.. Most recent follow-up information incorporated above includes: on 20-jul-2020: medical record received- lot number and reporter information were added. Event of genital haemorrhage downgraded to non-serious. Event of she did not undergo essure confirmation test deleted. Event of complication of device insertion (the right fallopian tube is patent / failed essure on the right) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: she need for additional surgery discrepancy noted in date(s) of insertion: (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received : events added- device monitoring procedure not performed. Patient demographic added, essure removal date updated . Essure indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), right coil tearing uterus resulted in the pain.'), fallopian tube perforation ('perforation of fallopian tube/failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("right side pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: she need for additional surgery discrepancy noted in date(s) of insertion: (B)(6) 2012. Discrepant information received regarding essure confirmation test,as per current pfs hsg reported and previously reported that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: after multiple failed attempts she was told to wait every three months.; on (B)(6) 2013: after multiple failed attempts she was told to wait every three months. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received events "abnormal bleeding (general); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), right side pain, perforation (uterus)" were added. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.